Event description:
The customer reported that the lh750 hematology analyzer generated erroneously low wbc (white blood cell) results (19.5 x 10^3) on one pt. The test results were accompanied by instrument-generated messages for blast cells. The sample was retested on the lh750 analyzer and the wbc results were higher (34.1 x 10^3). The erroneous test results were not reported out of the lab. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. The raw data forwarded by the customer for analysis did not match the specimen identification records described in the complaint. The root cause for this event was unk. Field service was not dispatched to the site.